Event description:
The report from the field indicated that during an elective percutaneous coronary intervention (pci) after deployment of a cypher 2.5/23 mm stent, a distal edge dissection was noted. The dissection was to be treated with an add'l cypher 2.5/28 mm stent. While attempting to maneuver the cypher 2.8/28 mm stent through the previously implanted stent, the stent dislodged. The stent was retrieved using a microvena snare. The snare with the dislodged stent, the guidng catheter, and the guidewire were removed to the right femoral artery (rfa) as a unit. At this point, the snare broke. The snare loop with the dislodged stent were left in the right common femoral artery and were to be surgically removed. The procedure was an elective case. The target lesion was the mid left anterior descending (lad) artery. The target lesion/vessel was reported to be: not calcified, and not tortuous.